Event description:
The customer's mother stated that the customer experienced high blood glucose levels for eleven days. At the time of the call, the customer's blood glucose reading was 360 mg/dl, and she had ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the mother did not have the tubing clamp for the high pressure test. The customer's endocrinologist felt that the insulin pump was working intermittently, therefore, the insulin pump was replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint. Unable to verify the high blood glucose complaint due to the blank display.